Event description:
Pt reported obtaining a blood glucose result of 271 mg/dl, while using the suspect device. Pt indicated that blood glucose was immediately retested, on a hosp blood glucose monitor, with a result of 110 mg/dl. No action was taken based on the value obtained on the suspect device. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.